Manufacturer narrative:
Covidien reference: (B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
It was reported that there was a malfunction of the ventilator's upper screen. Patient involvement information was not provided by the customer.

Manufacturer narrative:
(B)(4). The ventilator was evaluated by a non-medtronic service provider. The breath delivery printed circuit board, graphic user interface central processing unit, and display cable were replaced. The ventilator passed self-testing.

Event description:
The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.